Event description:
It was reported that during a filter placement procedure the filter was placed upside down. Vascular access was obtained via a femoral approach. An otw green fil w/flexcarrier was selected; however, the tech selected a filter designated for a subclavian/jugular approach. As a result, the filter was implanted upside down. The procedure was completed with this device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Age at time of event : 18 years or older.device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).